Manufacturer narrative:
Prolonged wound healing after sensor removal is a known and anticipated potential adverse effect as described in the eversense user guide, which does not require additional investigation.

Event description:
On may 13, 2026, senseonics was made aware of a user experiencing slow wound healing at the insertion site. The incision had not fully healed and remained open after steri-strips were removed seven days after insertion. The user noted drainage from the site but confirmed that the sensor was not visible. The healthcare provider (hcp) was aware of the issue and prescribed treatment, including tylenol and doxycycline. Despite the delayed healing, the user continued using the system with current data.